Manufacturer narrative:
H11- manufacturer narrative: secondary iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) implantation was implanted as a replacement lens, the patient experienced elevated iop. Reportedly "steroid responder". Medication was prescribed. The lens remains implanted and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.